Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Tga device incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by a healthcare professional/user. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that boston scientific obstryx sling device was implanted into the patient during a procedure performed on (B)(6) 2010. According to the complainant, after the vaginal mesh placement, the patient has experienced urethral diverticulum, pain and suffering. Reportedly, the mesh excision was performed on september 20, 2018. Boston scientific has been unable to obtain additional information regarding the event to date.